Event description:
It was reported that, during a tka surgery, the journey flexion extension spacer 9mm was broken when checking with spacer block. No pieces fell inside the patient it was a clean break in half. Surgery was performed, without any delay, with the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a tka surgery, the bumper of a journey flexion extension spacer 9mm was broken while trialing. No pieces fell inside the patient as the piece broke in half. Surgery was performed, without any delay, with the same device without the bumper attached. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Additional information added: (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken in half. Both pieces were returned. The device shows excessive wear and tear rendering the device inoperative. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.